Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was discovered that the system 9900's power supply ps3 was defective. The power supply was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800's c-arm could not move vertically. There was no adverse patient involvement reported. There was no patient information reported.